Manufacturer narrative:
During an internal review on 02-dec-2025, noted a correction to the 3500a initial as should have processed the field "a3b. Gender" with "male (cisgender man/boy). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade which required drainage and medication. During cavo-tricuspid isthmus radiofrequency ablation, a cardiac tamponade occurred. The patient¿s blood pressure dropped to the 60s, and immediate drainage was performed, stabilizing the blood pressure. The patient was managed with medication. The patient¿s condition improved the next day. The progress was improved. The coloring setting of visitag was tag index, and the contact force monitoring method was force over time. No abnormalities were observed prior/during use of the product. Causal relationship with the product was unknown. The physician's judgment on health hazard was non-serious (moderate/minor). The physician's comment on the relationship between the event and the product was that it was unknown when the event occurred from the time of the catheter insertion to the coronary sinus (cs) to the time of ablation by the catheter. Therefore, it¿s unknown whether the cause was during cs catheter insertion or during ablation with ablation catheter. The cs catheter information is unknown.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31613517l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).